Event description:
A consumer began wearing focus night & day lenses in may 2003 without any difficulties. In 2003, consumer experienced irritation with moderate pain in the left eye while wearing lenses. Consumer sought care from a walk in clinic and was diagnosed with a corneal ulcer located not too far from the pupil area. Consumer states the doctor considered admission to the hospital for treatment, but instead put them on regimen of vigamox drops, one drop every half hour for 6 hours and then one drop every hour until next day follow up visit. Several requests have been made to obtain additional info. No further info is available at this time.